Event description:
It was reported that during a procedure at the user facility the device was breaking blades. The procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.